Manufacturer narrative:
This report was initially reported under manufacturer report number 0001822565-2017-06953. (B)(4), concomitant medical product: nexgen stemmed tibial component, catalog#: 00598003702 lot#: 61367076. Unknown nexgen lcck articular surface, catalog #: unknown lot#: unknown. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00038, 0001822565-2017-06954.

Event description:
It was reported that patient revised due to pain, fracture of articular surface, loosening of tibial component and stem.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: nexgen stemmed tibial component, catalog#: 00598003702 lot#: 61367076. Unknown nexgen lcck articular surface, catalog #: unknown lot#: unknown. Nexgen stem extension, catalog#: unknown lot#: unknown. Nexgen femur, catalog#: unknown lot#: unknown. Complaint sample was evaluated and the reported event was confirmed. As received the stemmed tibia component shows signs of repeated use (nicked and gouged ). X-rays indicate there is an obliquely oriented screw present along the medial aspect of the joint extending centrally. Additionally, there is a metallic piece which extends from the tibia into the inter condylar region which could represent evidence of implant disassembly valgus deformity of the knee. Furthermore, significant radiolucency is present along the entire tibial component DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.